Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer report number 1627487-2021-16230. It was reported the patient experienced ineffective therapy. In turn, the patient¿s scs system was explanted to address the issue.